Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm, which is off label usage, on (B)(6) 2019. The patient's mother stated the patient experienced a hypoglycemic event while in school. The patient started to feel ill and went to see the school nurse. The nurse tested the patient's blood sugar and the meter was displaying 1.5 mmol/l compared to the cgm that was displaying 7.0 mmol/l. The patient's mother was contacted by the school nurse which prompted the mother to call the hospital. She stated that the hospital advised the school nurse to contact the distributor regarding the issue of inaccuracies. No treatment information was provided. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.